Event description:
Silicone breast implants causing many health issues. Developed an intolerance to gluten, shooting pain in arms, hands swelling and falling asleep, cold toes that turn purplish blue, night sweats, chronic fatigue, slower recovery with illnesses and workouts, breast pain, memory and concentration loss, unexplained weight gain.